Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular treatment of an acute thoracic aortic dissection using two gore® tag® conformable thoracic stent graft with active control system. On (B)(6) 2024, a reintervention was performed to close an entry. Reportedly, it is unknown where this entry was located and whether this entry was observed before or after the initial procedure. A new gore® tag® conformable thoracic stent graft with active control system was implanted distally of the initial gore® tag® conformable thoracic stent graft with active control system which was implanted distally. The physician stated that the patient's vessel had been weak and the vessel tended to occur a dissection.

Manufacturer narrative:
B3: the actual event date is unknown, therefore 10-dec-2024 is used as the event date. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.